Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the cabinet was prompting for a code instead of using rxverify. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.